Event description:
It was reported that the rotation speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.25mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable. The set rotation speed was 180, 000rpm while the speed range was from 160, 000 to 220, 000rpm. The procedure was completed with a different device. No patient complications reported.